Event description:
It was reported to philips that the device failed to shock. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed to shock. There was no patient involvement. One therapy pca was received for failure analysis. The therapy board under test was placed on the fixture, and turned on while the xl+ therapy knob was set to monitor. The unit powered up normally but displayed inop message ¿therapy disabled ¿ run op check¿. The operational check was run. The test automatically failed the ¿charge¿ and ¿shock¿ button test, and failed the ¿therapy¿ test when the sync button was pressed. When the test had completed, the message ¿operational check failed¿ was displayed, and also displayed a red ¿x¿ on the rfu indicator. Verifying the isolated power supply voltages revealed that tp68 (-13vdc) was 0v. This was traced back to transformer t2, where it was observed that pin 10 was not making contact with the pad. After correcting this issue, the op check was re-run. When the test had completed, the message ¿operational check passed¿ was displayed. The reported problem was verified and/or duplicated during lab tests.